Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. Reportedly, bg level was due to the customer not eating enough carbohydrates to compensate for the basal insulin rate of the pump. Subsequently, the customer was hospitalized. Bg was treated with glucagon and the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Customer¿s healthcare provider recommended customer discontinue pump insulin therapy.